Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable high alp2 alkaline phosphatase acc. To ifcc (alp) gen.2 results for a patient sample on a cobas 6000 c (501) module. At 10:24 the initial alp result was 172 u/l and failed the delta check on the c 501 module serial number (B)(4) (c 501 module a). The sample was repeated and the result was 137 u/l on the c 501 module a. At 10:39 the sample was repeated and the alp result was 462 u/l accompanied with a data flag on the c 501 module a. The c 501 module a reran the sample with an automatic dilution and the result was 810 u/l. At 10:59 the alp result was 271 u/l for the same sample on a different c501 module serial number (B)(4) (c 501 module b). At 11:26 the customer poured the sample into a different "false bottom" tube and reran the sample on the c 501 module a. The alp result was 124 u/l and 120 u/l on the c 501 module a and believed to be correct. The customer stated that no other tests were affected and maintenance was current for module a and module b. For module a the field service engineer (fse) found the sample probe abnormal descent spring was binding. The fse adjusted the spring and probe. The fse performed a precision check and ran qc. For module b a service visit was not requested. There were no erroneous results reported outside of the laboratory. There was no adverse event. The alp reagent lot number was 283948 on module a and module b. The expiration date was not provided. Refer to the medwatch patient identifiers (B)(6) the two c 501 modules involved.

Manufacturer narrative:
The field service engineer (fse) stated that the sample volume was low and that the sample contained debris.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The c 501 module was operating within specifications and there were no further issues.